Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a chest x-ray revealed dislodgement of the right atrial lead from the atrial appendage. The lead was repositioned.